Event description:
The customer reported the system disconnected twice during a procedure. It is likely this system locked up or shut down without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.